Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation on (B)(6) 2016 and the patient was discharged home. A few weeks later the patient "patient began bleeding heavily. On exam, her uterus was non-tender. Her hemoglobin decreased from 12 to 10". The physician "started her on antibiotics for presumed endometritis" and the following day the physician "performed a hysteroscopy and noted necrotic, malodorous material in the cavity which was evacuated. The patient did well after the hysteroscopy and has required no further intervention".